Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range pace impedance measurement of 2198 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that there are no stored episodes and the presenting electrogram looks appropriate. Ts provided guidance to the boston scientific representative that the urgency to follow up with the patient is at the discretion of the physician based on the patients need for pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range pace impedance measurement of 2198 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that there are no stored episodes and the presenting electrogram looks appropriate. Ts provided guidance to the boston scientific representative that the urgency to follow up with the patient is at the discretion of the physician based on the patients need for pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range pace impedance measurement of 2198 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. Boston scientific technical services (ts) noted that there are no stored episodes and the presenting electrogram looks appropriate. Ts provided guidance to the boston scientific representative that the urgency to follow up with the patient is at the discretion of the physician based on the patients need for pacing therapy. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this crt-d device has exhibited intermittent high out of range pace impedance measurements of greater than 2000 ohms on the right atrial (ra) lead for over a year. It was also noted that there was another recent single high out of range pace impedance measurement on the rv lead, this time with a value of greater than 3000 ohms. The ra and rv leads are not boston scientific products. Ts reviewed a full year of rv lead pace impedance data noting there were two previous high measurements just over 1600 ohms approximately eight months ago. Ts indicated there were no stored episodes exhibiting noise and the presenting electrograms look appropriate. Ts provided guidance to the healthcare provider (hcp) that they should bring the patient into the clinic and perform isometrics and pocket manipulation testing to verify if the issue is possibly related to a device header spring contact issue. The hcp also programmed on the non-sustained ventricular tachycardia (nsvt) alert. The products remain in-service. No patient symptoms or adverse patient effects were reported.